Event description:
The customer reported imprecise alinity I anti-tpo results for a 32-year-old female generated on the alinity I processing module. The patient in question had no clinical information on the testing requested, however in (B)(6) 2023 had an anti-tpo result of 0.24 iu/ml. The following data was provided (customer¿s reference range: < 5.61 iu/ml): sid (B)(6) presented the following anti-tpo results: on (B)(6) (using reagent lot 65479fz00): 14.44 expc / 0.62 expc / 7.09 expc / 2.51 expc (expc flag refers to an expired calibration curve) it was noted the controls were within the reference range. On (B)(6), the customer only passed level 2 of qc, and the value was 45.99 iu/ml for technopath qc. On (B)(6): 7.97 / 2.55 / 1.98 iu/ml. On (B)(6) after changing the reagent lot and calibrating the anti-tpo reagent lot 77546fz00 the following results were obtained: 5.78 / 3.35 / 2.27 iu/ml. It is unclear which results correlate to the patient's clinical picture. There was no impact to patient management reported.

Manufacturer narrative:
Corrected information in section h6: medical device problem code. The complaint investigation for imprecise alinity I anti-tpo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Data and information provided by the customer were reviewed. Review of tracking and trending for the alinity I anti-tpo assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65479fz00 and sublot 65479fz. The device history record review did not show any nonconformances, potential nonconformance, or deviations associated with the lot number and complaint issue. There were no retained kits available for alinity I anti-tpo reagent, list 9p35-22 lot 65479fz00 therefore, alinity I anti-tpo reagent, list 9p35-21 lot 77542fz00 was used and the internal alinity I anti-tpo panels were tested. The in-house accuracy testing met the validity and acceptance criteria, which indicates acceptable product performance. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-tpo for lot number 65479fz00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported imprecise alinity I anti-tpo results for a 32-year-old female generated on the alinity I processing module. The patient in question had no clinical information on the testing requested, however in (B)(6) 2023 had an anti-tpo result of 0.24 iu/ml. The following data was provided (customer¿s reference range: < 5.61 iu/ml): sid (B)(6) presented the following anti-tpo results: on (B)(6) (using reagent lot 65479fz00): 14.44 expc / 0.62 expc / 7.09 expc / 2.51 expc (expc flag refers to an expired calibration curve) it was noted the controls were within the reference range. On (B)(6) 2025, the customer only passed level 2 of qc, and the value was 45.99 iu/ml for technopath qc. On (B)(6): 7.97 / 2.55 / 1.98 iu/ml. On (B)(6) after changing the reagent lot and calibrating the anti-tpo reagent lot 77546fz00 the following results were obtained: 5.78 / 3.35 / 2.27 iu/ml. It is unclear which results correlate to the patient's clinical picture. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (complete sample ID). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 09p35-22 that has a similar product distributed in the us, list number 09p35-21, with 510k/PMA/bla number k052407. See MFR report # 3008344661-2025-00176 for submission on alinity I anti-tpo, reagent lot 77546fz00.